Event description:
During a procedure before the instrument was used, the coblator hand piece was faulty when plugged in and was not working properly. The handpiece was replaced and given to manager to give to materials management. Manufacturer response for coblator hand piece, coblator hand piece (per site reporter). [Redacted date] sent email to [redacted name] to see who from wpor can provide product ids, as of [redacted date] site had not filed with the mfg [redacted date] [redacted name] notified the vendor and he will be coming this week to return the defect and issue us a credit.